Event description:
The surgeon implanted a surgimesh wn tealfil-8, plug portion only, to repair the patient's inguinal hernia on (B)(6) 2015. The wn tealfil-8 was taken from a sterile package in the operating field. Antibiotics were initiated for the patient on (B)(6) 2016 due to a developing infection. The surgeon partially removed the wn tealfil-8 plug on (B)(6) 2016. The rest of the wn tealfil-8 plug remained in the patient. This case is one (1) of five (5) removals for infection out of approximately 530 open inguinal repairs (<1% infection rate) 08162016 done by the surgeon using the wn tealfil-8 mesh.